Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: the pump was found to be unable to power on during testing due to moisture damage in the pump. The complaint of inaccurate delivery was unable to be investigated due to the issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose which dropped to 20 mg/dl with seizure, convulsions, and lack of memory. The reporter indicated being given a glucagon shot which increase blood glucose levels to 54 mg/dl but the patient¿s blood glucose dropped back down to 34 mg/dl. The patient was reportedly taken to the hospital, given intravenous fluids and medications to muscle relaxation and upset stomach. The reporter indicated that after being released from the hospital, blood glucose levels elevated to 514 mg/dl with large ketones. Troubleshooting of the event was unable to be completed at this time. This report is made based on the allegation that the patient was hospitalized for hypoglycemia of unclear cause while using insulin pump therapy.